Event description:
When adjusting the light, there is a small button that can accidentally be pressed to disconnect the in-light camera. It is the belief that this happened when dr. Was adjusting the light prior to starting the surgery and that this button unknowingly was pushed. The design of the light is poor as it could accidentally be pushed by any number of people including the cleaning staff.